Manufacturer narrative:
The intraocular lens was received and subjected to visual analysis. Results revealed one distorted haptic, the lens was cut in half and there was visco elastic present. The condition of the lens is consistent with a lens that has been removed from the eye. The definitive cause of this event could not be determined. All currently available information is included in this report.

Manufacturer narrative:
A manufacturing record review was performed and the product met all manufacturing specifications. All available information is included in this report.

Event description:
The surgeon reported implanting a monofocal intraocular lens into the left eye of the patient. After the lens was implanted, the surgeon observed that the capsule tore and the nucleus dropped resulting in the lens becoming dislocated. The patient was medicated and sent home. The patient returned the next day for examination, nothing was done. The patient returned (B)(6) later whereby the incision was enlarged and the lens was cut up and removed from the eye. A vitrectomy was performed and the lens was replaced with an anterior chamber intraocular lens.